Event description:
Ous MDR: after an implantation period of approx. 74 months, oversensing was reported. The ICD was not returned to biotronik and there is no mention of any sort of intervention. No adverse patient side effects have been reported.

Manufacturer narrative:
Upon receipt, the ICD was interrogated, revealing the battery status mol 2. The ICD was implanted for approximately 75 months and 32 charging cycles were recorded to the icds memory. The memory content of the device was analyzed. During the analysis of the available iegms the clinical observation was confirmed. Therefore a sensing test was performed, and the device sensed the attached heart signals free of noise, proving the sensing function of the ICD to be fully functional. There was no indication of a device malfunction. The ability of the device to deliver therapies was verified. The antibradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. In conclusion, the memory content as well as the therapeutic functionality of the ICD were inspected. In the available iegms the clinical observation was confirmed. However, a thorough analysis of the ICD proved the device to be fully functional.